Event description:
It was reported that during device preparation prior to an implant surgery, the pacemaker was found on backup mode. A different device was used to complete the surgery. There was no patient involvement.

Manufacturer narrative:
The pacemaker was returned for the reported event of backup vvi mode due to power on reset. The reported event was confirmed but could not be reproduced, as the device was near beginning of life battery level. No other anomalies were noted. The cause of the reported event was not established.